Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited an error code, not reading syringe in place. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that non-original equipment manufacturer labels were on the device upon receipt, the lower left corner of the top case was chipped. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the syringe test portion of the investigation, and the plunger sensor test failed. Root cause of the reported issue is unknown however, a piece was broken off from the plunger board and the plunger board was broken off from the glue. Replaced the plunger board, performed preventive maintenance and all functional testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 4000.